Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main airway to treat an approximately 45 cm malignant stenosis during a bronchoscopic stent placement procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture could not be pulled. The stent was removed partially deployed on the delivery system and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the ultraflex tracheobronchial stent was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the stent fully expanded and deployed. Media analysis could not confirm the reported event of stent partially deployed as the device was not returned. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's manipulation during the procedure or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main airway to treat an approximately 45 cm malignant stenosis during a bronchoscopic stent placement procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture could not be pulled. The stent was removed partially deployed on the delivery system and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the ultraflex tracheobronchial stent was returned for evaluation; the handle was not returned. Visual inspection was performed, and it was found that the stent was fully expanded and deployed. A media analysis was performed where it can be observed that the stent fully expanded and deployed. Product analysis did not confirm the reported event of stent partially deployed as visual analysis did not identify any evidence of either the alleged problems or defect on the device. Taking all available information into consideration, the most probable cause of the reported event is device problem excluded.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main airway to treat an approximately 45 cm malignant stenosis during a bronchoscopic stent placement procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture could not be pulled. The stent was removed partially deployed on the delivery system and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.